Event description:
As reported, approximately 9.5 years post initial right tka, the 65 y/o male patient had poly visibly worn on x-rays. Patient has swollen and painful knee. Poly was identified as non conform during the recall process and revision was scheduled to change poly. The poly was showing significant signs of wear on the articulating surface and the posterior face of the peg. The liner had thinned very significantly on the medial side, about 4/5 mm compared to its original thickness. Patella has signs of wear too, with evidence of osteolysis behind the poly. There were lot of fibrous tissues inside the joint which was removed. This was consistent to what can be found when significant poly wear takes place. Patient's tibial tray was kept. New poly was inserted (15mm), patella was removed and new patella was cemented (same size, 38mm). There was no breakage of device and no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images and x-rays received. The devices are not available for evaluation due to the devices were kept by the hospital.

Manufacturer narrative:
Concomitant medical products: three peg patella 38mm (cat# 200-02-38/serial# (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of backside wear of the tibial insert over 9.5 years of implantation. Potential contributions from seating difficulties at the time of implantation and/or in-vivo forces leading to damage of the locking mushroom, subsequent movement of the tibial insert within the tibial tray, and ultimately backside wear of the polyethylene cannot be determined from the information provided and the devices were not available for evaluation. The most probable root cause associated with the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3 - the revision reported was likely the result of wear of the tibial insert and patella over 9.25 years of implantation. Potential contributions from seating difficulties at the time of implantation and/or in-vivo forces leading to damage of the locking mushroom, subsequent movement of the tibial insert within the tibial tray, and ultimately backside wear of the polyethylene cannot be determined from the information provided and the devices were not available for evaluation. H6 clinical codes, component code, investigation conclusion code. The following sections were corrected: h6 - clinical code 1924 no longer applies, investigation findings - 4243 no longer applies, investigation conclusion-22 no longer applies. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: c. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.